Event description:
The device distributor in (B)(4) reported that a vacuum relief valve leaked during a procedure at a hosp in (B)(6). The info provided indicated the pt was a small child who may have lost blood during the procedure as a result of the alleged event. There were no further complications reported and no other impact to the pt reported. The device was not returned to the MFR for eval. Attempts to obtain add'l info were not successful. No further info is available at this time.

Manufacturer narrative:
(B)(4). Quest medical, inc has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Quest medical, inc defers to the pt's physician regarding medical history.